Event description:
A dialysis health care professional reported a pt rec'd a system error 2240 alarm in dwell 4/4 during treatment using homechoice device. When the pt called baxter to speak with a technician, it was noted the pt disconnected herself because she was feeling pain in her stomach. The following day the pt was diagnosed with peritonitis and was hospitalized. The pt is currently being treated with antibiotics and is responding to treatment per the health care professional. The pt lives in a care facility for the mentally retarded and the health care professional has had issues with the pt and caregivers using proper technique when performing treatment. The health care professional attributed the peritonitis to the pt not using proper aseptic technique. Per the health care professional, there was no product malfunction.